Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg, implantable cardioverter defibrillator, implant date: (B)(6) 2012. (B)(4).

Event description:
The patient called reporting that the right ventricular (rv) lead is defective. Additional information has been requested and not received. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Follow-up conducted revealed there was no lead performance allegation noted in the patient's chart. No patient complications have been reported as a result of this event.